Manufacturer narrative:
Section b3 was updated. The na electrode lot numbers were aty67 and aty48, with an expiration date of 01-sep-2025. The k electrode lot numbers were ang48 with an expiration date of 02-aug-2025 and h9896 with an expiration date of 10-may-2025. The cl electrode lot numbers were v1919 and v2086 with an expiration date of 10-mar-2025. Calibration and qc were acceptable. During a review of the alarm trace data, "abnormal aspiration", "sample short", "sample clot detection", "voltage level error", and "noise error" alarms were observed. The field service engineer (fse) did not identify a cause for the event. The fse replaced the sample probe, seals, and pinch tubing and cleaned the flowpaths. Instrument checks, precision checks, calibration, and qc were all acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium electrode (na), potassium electrode (k) and chloride electrode (cl) on a cobas 8000 ise 1800 module. Patient 1 initial cl result was 96 mmol/l. The repeat result was 161 mmol/l. Patient 2 initial na result was an invalidating data flag with no numeric result. The sample was repeated with an na result of 267 mmol/l. The repeat result was 143 mmol/l. The initial k result was 9.5 mmol/l. The repeat result was 4.72 mmol/l. No questionable results were reported outside of the laboratory. For patient 1, the repeat result was believed to be correct. For patient 2, the final repeat results were believed to be correct.